Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call placed to technical services on 06/06/2018 stating that the protrusion on the implant site is more pronounced. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).